Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported mitral regurgitation and tissue damage could not be determined in this incident. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the mr increased requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. The patient returned on a later date with mr increased to 2-3. The clip was confirmed to be stable on the leaflets. A second procedure was performed on (B)(6) 2020. During preparation of the steerable guide catheter (sgc), the physician was dissatisfied with the performance of the +/- knob as it appeared to be too loose (less torque resistance than usual). The tip was only able to deflect when the knob was rotated more than 60 degrees. The device was not used in the patient. A new sgc was used and one clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.